Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as MDR ID# 2134265-2016-08553. It was reported that stent dislodgment occurred. During preparation of the two 2.5mmx38mm synergy stents, when the devices were pulled out of the loop, it was noted that the stents were dislodged off the balloon prior to being implanted into the body. No patient complications were reported and the patient's status was okay.